Event description:
States that the humalog would only come out at a trickle and his blood sugars elevated anywhere from 5 to 25 points during the few days he had been using the pen in question. He started using a different pen and readings returned to normal almost immediately. Dates, frequency and route used: sliding scale. Therapy dates: (B) (6) 2009 to (B) (6) 2009. Diagnosis for use: diabetes. Event abated after use stopped or dose reduced?: yes.